Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was wetting their pants. It was stated the patient increased stimulation from 4.0 to 4.6v on program 2. They confirmed they felt stimulation between their legs on the right side. The patient had an appointment with their doctor in (B)(6) 2016.

Event description:
The patient reported that they had has experienced a loss or change of therapy. The patient stated therapy stopped working. The patient did not feel stimulation. The therapy was not on. Turn therapy on. The situation was resolved. Patient confirmed stimulation was turned off - patient services instructed the patient to turn stimulation on (program 2). The patient confirmed she was able to feel stimulation in the bike area. Troubleshooting resolved reported issue. Event date: (B)(6) 2016. Patient stated therapy stopped on saturday. Indications for use noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.